Manufacturer narrative:
(B)(4). Concomitant products: part # xl-115363¸ lot# 507320, arcom xl 44-36 std hmrl brng. Part# 115340, lot # 062320, comp rvs hmrl ti tray 44 mm. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends with the same part and lot were identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a shoulder arthroplasty. Subsequently, the patient was revised due to inferior poly wear from a dislocation related to a fall. The humeral tray, bearing and glenosphere were removed and replaced.